Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 6 months, 9 days. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient had a spiked temperature and elevated leukocytosis and started on intravenous daptomycin and ciprofloxacin. Cultures were positive for enterococcus faecium (vancomycin resistant) and the patient was treated aggressively with multiple antibiotics and synergy but cultures remained positive. The patient developed worsening symptoms of septic shock with hypotension resulting in "inabiity" to have dialysis and escalation of vasopressors. On (B)(6) 2018, the patient's family made a do not resuscitate (dnr) decision with no escalation of therapy. The patient expired on (B)(6) 2018 from sepsis. The physician felt the lvad was infected.

Manufacturer narrative:
The pump was not explanted and was therefore not available to be returned to the manufacturer for analysis. A specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported event could not be conclusively established. Sepsis, localized infection, driveline infection, and pump pocket/pseudo pocket infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook provide care instructions in regard to preventing infection. These documents also explain that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. No further information is available. The manufacturer is closing the file on this event.